Event description:
It was reported that patient stretching infusion set to seven days leading to leak and experienced hyperglycemia event on (B)(6) 2026 got treated with correction injection via multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.